Event description:
It was reported that the pump activated an altitude alarm. The customer¿s blood glucose level at the time of the event was 8, which was within the normal range of 3.0-27.7 mmol/l. The customer was advised by technical support to switch to multiple daily injections as a backup therapy and a replacement pump was arranged to be sent.